Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, de novo lesion in the left circumflex (cx) artery. A 3.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced but could not cross the anatomy to reach the target lesion. The bdc was removed and a 2.5x15mm nc traveler bdc was advanced to the target lesion. The 2.5x15mm bdc was inflated twice, initially to 12 atmospheres (atm) and then to 18atm, at which time the balloon ruptured due to the calcified anatomy. The bdc was simply removed, and the procedure was completed without lesion dilatation. The patient was kept on medical management. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B5: describe event or problem. D4: lot number, expiration date. H4: manufacture date. H6: medical device problem code:1546 - removed.

Event description:
Subsequent to the initial filed report, the following information was received: a balloon rupture did not occur, but there was a shaft separation. The 2.5x15mm nc traveler bdc was advanced to the target lesion with resistance met from the anatomy. Force was applied and the shaft became separated. The bdc was simply removed, and the procedure was completed without lesion dilatation. No additional information was provided.